Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial number (B)(4) found no anomaly. Analysis of the lead serial number (B)(4) found that the stimulation lead body outer insulation was twisted. Analysis of the lead serial number (B)(4) found that the stimulation lead body outer insulation was twisted.

Event description:
It was reported that the patient had twiddler¿s syndrome and twisted the device and wires ¿into a knotted up mess.¿ the patient asked for device to be removed even though therapy was working fine for her. The device was removed on the day of report. The healthcare professional (hcp) was notified of the issue on 2014-(B)(6) and it was unknown when the patient started twiddling the device. The wires were intact prior to removal. The device was functioning fine. There was no patient death or injury. The patient¿s status was recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient retuned to the surgeons office complaining of pain and discomfort of placement of stimulator. X-rays were taken and revealed a twisting of the stimulator. The patient denied twisting the device. The device was functioning. The patient had gained weight over the past 8 months. The patient requested removal of the device and declined the option of repositioning the device and replacing the leads. Upon removal the battery pack was noted as to have been twisted in the pocket. The wires had been twisted multiple times. See attached user facility medwatch

Manufacturer narrative:
Concomitant: product ID 4351-35, serial# (B)(4) implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 4351-35, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received noted that the patient had twiddler syndrome. The device was removed. The patient did not feel as though the device was working appropriately and wanted the device taken out. This information was also reported in manufacturer's report # 3007566237-2014-02469. Any additional reporting will be completed in manufacturer's report # 3004209178-2014-16802.